Event description:
Device issue: none. Adverse event: restenosis without treatment. Onset of adverse event: approximately seven months after the procedure. It was reported via trial that on (B)(6) 2009, the patient underwent stenting in the mid saphenous vein graft (svg) to the first obtuse marginal (om1) artery with one xience v stent. On (B)(6) 2010, the patient reported having intermittent angina-type symptoms for the past month. During an angiogram on (B)(6) 2010, the svg to om1 xience stent was found to have 20% in-stent restenosis, but was left untreated. A non-target ostial svg to om1 with in-stent restenosis of a non-abbott device was treated with a xience stent on (B)(6) 2010. The patient's angina resolved on (B)(6) 2010 and the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information.